Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: the reported field event of set screw was not being able to be tighten was confirmed in the laboratory. Analysis found medical adhesive, septum material, and metal shaving inside the a tip set screw. The medical adhesive inside the set screw inset likely prevented the wrench from proper insertion. Also, the set crew was found to be stripped.

Event description:
It was reported that the set screw would not tighten. The wrench was not able to be engaged. The pulse generator was replaced.